Event description:
It was reported that after wearing the pod between 4 and 24 hours the patient removed the pod and saw that the cannula was bent. And upon inspection, although the cannula was deployed the pink slide did not move forward, indicating a needle mechanism failure occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received deployed. The download data shows that the pod ran for 1773 pulses and completed a bolus with no timeouts or drive stalls observed. No damages or defects were found to the needle mechanism. Inspection of the soft cannula found no bends or kinks.